Manufacturer narrative:
Batch review performed on 18 september 2025. Lot 2422496: (B)(4) items manufactured and released on 18-nov-2024. Expiration date: 2029-11-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: three months after a primary uncemented tha in an elderly female patient, a periprosthetic bone fracture occurred at the distal end of the stem. No traumatic event was reported. The implants appeared to be well positioned and appropriately sized; therefore, it is likely that a minor traumatic event occurred, possibly unnoticed by the patient. The stem does not appear to have undergone any subsidence, although the postoperative x-ray was not provided, so this cannot be confirmed with certainty. The most probable cause of the adverse event is a minor trauma combined with bone fragility related to the patient's advanced age. There is no reason to suspect any defect in the devices. Conclusions: based on the information available, no definitive root cause can be established, while the device history record review does not indicate any potential manufacturing-related issue. Although it cannot be confirmed, the bone fracture could be related to stem subsidence combined with the patient's bone fragility.

Event description:
Stem subsidence causing femur fracture was found during a postoperative follow-up examination at 6 months from primary surgery; the patient reported a sense of discomfort. The fracture was managed with conservative treatment. The patient has poor bone quality.